Event description:
Dexcom g6 sensor inaccuracy: 7:37am g6 reading 134, finger stick reading is 99; that is a mard (mean absolute relative difference) of 35.4%. Dexcom no longer follows up on product support requests and refuses to replace failed/faulty sensors. Inserted (B)(6) 2025. Activated on (B)(6) 2025.